Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via manufacturer representative (rep). It was reported that catheter explant was performed on (B)(6) 2019. The rep and hcp put a new spinal segment up to c1. The explanted device would be returned. No further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID: 8782, serial #: (B)(4), implanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8782, serial/lot #: (B)(4), ubd: 30-may-2020, UDI #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a clinical study regarding a patient receiving fentanyl 1000 mcg for a total dose of 300.34219 mcg/day and bupivacaine 20 mg for a total dose of 6.00684 mg/day via an implantable pump for other chronic intract pain (trunk/limbs) and non-malignant pain. It was reported on (B)(6) 2019 the patient was in clinic complaining of increased fascial pain and not feeling any boluses for the last week. A catheter dye study was ordered and showed the catheter tip had migrated from c1 to c5. It was recommended adding morphine to the pump in the short term to see if that will help with the pain. If not, a catheter revision surgery would be required. The pump was reprogrammed on (B)(6) 2019 and on (B)(6) 2019. On (B)(6) 2019 the patient was not experiencing relief of fascial pain/morphine not helping. It was reported the patient felt tingling around the shoulders and arms. A catheter revision surgery would be performed. The pump was reprogrammed on (B)(6) 2019. The outcome of the event was noted as ongoing. The device diagnosis was catheter dislodgement and the clinical diagnosis was increased fascial pain. The patient's weight was 180 pounds. The event date was (B)(6) 2019. The etiology of the event indicated the relationship of the event to the device or therapy was related and indicated the relationship of the event to the implant procedure was not related.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) via a clinical study reported the outcome of the event resolved without sequalae on (B)(6) 2019 . No further complications were reported/anticipated.

Manufacturer narrative:
The catheter was returned, and analysis found the catheter body to be deformed in shape along with dislodgement allegation. Previously reported method, result, and conclusion codes no longer apply to the event. If information is provided in the future, a supplemental report will be issued.